Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed that the strain relief for the main power cord that goes into the heart lung console base was loose. The user reported the heart lung console functioned as expected; however, the cord was loose. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.